Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2002 and a mesh was implanted concurrently with laparoscopic-assisted vaginal hysterectomy, bso, burch urethropexy due to sui, abnormal uterine bleeding. It was reported that following insertion the patient experienced pain and urinary problems. It was reported that the patient underwent surgery on (B)(6) 2006 for repair from the staple penetrating the bladder wall. It was reported that the patient underwent mesh revision and bladder cauterization on (B)(6) 2006. It is reported that the patient experienced erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to sui and abnormal uterine bleeding.a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress urinary incontinence and abdominal uterine bleeding.

Manufacturer narrative:
It was reported that following insertion the patient experienced recurrent prolapse, recurrent stress urinary incontinence, voiding dysfunction, urinary hesitancy, urinary straining, vaginal atrophy, hematuria and dyspareunia.